Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was changed out. Shock impedance measurements were noted to have been high at 125 ohms since the original implant and today were 163 ohms. This s-ICD was explanted and a new s-ICD was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was changed out. Shock impedance measurements were noted to have been high at 125 ohms since the original implant and today were 163 ohms. This s-ICD was explanted and a new s-ICD was successfully implanted and remains in service. No adverse patient effects were reported.